Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device would not allow a drill bit to be inserted was confirmed. An assessment was performed which found that the bearings were worn out and loose. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn and damaged bearings from normal wear over time. It was further determined that the condition of the craniotome tip being drilled into was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery set up it was observed that the crani-a attachment device would not allow a drill bit to be inserted. During in-house engineering evaluation it was found that the device failed cutter insertion assessment and the tip was drilled into. It was reported that there were no delays in the procedure as unspecified spare devices were available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.